Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not calculating boluses correctly, and is giving too much insulin to customer. Caller stated that the insulin pump still set to daylight saving time. Nothing further was reported.